Event description:
It was reported "experiencing difficulty inserting et tubes into lma fastrachs. The et tubes are always lubricated, but still tend to get hung up on something inside of the lma fastrachs". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "experiencing difficulty inserting et tubes into lma fastrachs. The et tubes are always lubricated, but still tend to get hung up on something inside of the lma fastrachs". No patient involvement reported.